Event description:
A customer reported the white paper tape on the patient line was too loose so the patient line dropped and touched the floor when fixing the sets to the homechoice. The tape was consequently removed and therefore no samples are available. No patient involved.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported the tape around the patient line was too loose. The root cause was undetermined. A batch review was performed with no defects noted. Baxter will continue to monitor similar reports to determine if further actions are required.